Event description:
The customer states when they use the unit on ac the led indicator is off, but when they remove the battery the ac led comes on. No pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.